Event description:
The affiliate reported that there was a problem measuring the pressure of the device. The icp data was 50 to 60 mmhg during implantation which did not correspond with the scanned image. The sensor measured 33mmhg when it was removed. As a result a new sensor was used. No adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of epoxy. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 10/30/12. Based on the above evaluation, supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.